Event description:
Patient presented to the physician with speech difficulties, right-sided jaw pain radiating to the back of the neck and headache, and pain at the chest incision site. Physician prescribed the patient muscle relaxants and will re-evaluate in a month.